Event description:
Additional information received from the consumer reported that the patient was incontinent of urine 3 times in 1 hour. The step taken to resolve the 3 accidents in 1 hour was that the patient turned the device off and wore a diaper until their bladder calmed down and saw their health care provider (hcp).

Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported they were having trouble with their implantable neurostimulator (ins). They tried to adjust it and something was not working correctly. They reported they had three accidents in the last hour. It was recommended to follow up if the issue continues. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.